Event description:
A hospital in (B)(6) reported that the prongs on the bc2425-20 neonatal oxygen therapy nasal cannula "flip downwards" and press against the inside of the nares, occluding flow.

Manufacturer narrative:
(B)(4). A hospital in (B)(6) reported that the prongs on the bc2425-20 neonatal oxygen therapy nasal cannula "flip downwards" and press against the inside of the nares, occluding flow. We wish to provide some background on this product and therapy. The bc2425-20 oxygen prongs are widely used for the delivery of high flow therapy to neonatal patients. This therapy is gaining popularity as an alternative to more invasive therapies. Obviously the size and delicate condition of neonatal patients makes the provision of this therapy challenging. In particular, the clinician must position the prongs in the nares in a way that ensures delivery of the therapy but minimises damage to the septum and other delicate areas of the nose. This requires the tubing leading to the prongs to be anchored in some way, usually using specially designed tapes which adhere the tubing to the face. Even when best practice is employed, skin damage is a common side effect of such treatment. There is also a low risk of the gas flow being occluded if the prongs are not positioned correctly. Furthermore, there are inherent trade-offs in the design of the tubing and prongs. In particular, the tubing must be stiff enough so that the risk of occlusion through kinking is minimised while being as pliant as possible to assist with positioning. The bc2425-20 neonatal oxygen therapy nasal cannula is manufactured by salter labs to fisher & paykel healthcare's specification. Fisher & paykel healthcare has an ongoing research and development program centred on developing tubing that addresses the trade-offs inherent with products currently on the market. We are continuing to consult with clinical advisors and our supplier to improve the existing product while also looking for alternative technologies to improve the delivery of high flow nasal therapy to neonatal patients. The complaint reported here suggests that the prongs were positioned in such a way that the gas flow was occluded. The hospital did not report any consequences for the patient to fisher & paykel healthcare. However, in a report to the FDA, the hospital reported that this issue had resulted in "cyanotic/bradycardic spells in several patients". They further reported that staff had now become more vigilant about preventing this problem (i.e. They are being more vigilant about the positioning of the product). No complaint devices were available for investigation. Without a complaint device we are unable to determine the exact cause of the issue. As described above, this situation was most likely caused by the taping method and position of the cannula tubing on the patient's face. Fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimizing the potential for skin irritation or septal injury. The device user instructions state the following: - select the correct size nasal cannula, the nasal prong outer diameter should be approximately half the diameter of the infant's nares. - place the nasal cannula in the nares ensuring that there is at least a 2 mm (0.08 inches) gap from the septum. - ensure that the nasal prongs are positioned at least 2mm (0.08 inches) from the septum to avoid pressure necrosis. Re-adjust as necessary. - place hand close to the nasal prongs to ensure that there is airflow exiting the prongs. Conclusion: fisher & paykel healthcare is continually working with clinicians and our supplier to improve the delivery of high flow nasal therapy to neonatal patients and to further reduce the risks associated with this therapy.